Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2016-03590. Reference MFR. Report# 1627487-2016-03591. Reference MFR. Report# 1627487-2016-03592. It was reported the patient (B)(6) experienced infection and the leads have eroded through the skin. Additionally, the patient experienced inflammation and redness on his back. As a result, scs system was explanted. Additional follow up received identified the infection has resolved. The patient received scs system with four leads of a same lot number.

Manufacturer narrative:
Additional information received clarified the patient received four leads of model 3156 of which two leads were with lot number 3627670 and other two were with another lot number 3648992. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 8: reference MFR. Report# 1627487-2016-03590, reference MFR. Report# 1627487-2016-03591, reference MFR. Report# 1627487-2016-03592, reference MFR. Report# 1627487-2016-005115, reference MFR. Report# 1627487-2016-005116, reference MFR. Report# 1627487-2016-005117, reference MFR. Report# 1627487-2016-005118. Additional information received identified all the leads and extensions were explanted on (B)(6) 2016. It is unknown which leads are related to this system. Therefore, additional devices are being added as device 5, 6, 7 and 8.